Event description:
It was reported that an increase in capture threshold was observed. All other measurements were normal. Physician elected to cap and replace. Insulation anomaly was noted during surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.